Event description:
Patient's mother contacted dexcom technical support on (B)(4) 2015 to report a detached sensor wire on (B)(4) 2015. The patients mother reports sensor wire stayed at site of insertion. The patients sensor was inserted on (B)(4) /2015. The patients mother reported the sensor was inserted into the arm, which is considered off label use. The patients mother removed the transmitter prior to removing the sensor pod which is considered off label use. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body. In addition, it was reported that the patient did not insert the sensor in an approved site according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a root cause for the reported detached sensor wire cannot be determined.